Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
An explanted device and device explantation report were received at hq with no prior complaint having been filed. According to the derf (device explantation report) the device contributed to re-implantation. The patient was re-implanted with a shorter array on (B)(6) 2016.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Due to a lack of information an exact root cause cannot be determined. Despite several requests, no information came back from the field. This is a final report.

Event description:
An explanted device and device explantation report were received with no prior complaint having been filed. According to the derf (device explantation report) the device contributed to re-implantation. The patient was re-implanted with a shorter array on (B)(6)2016.